Manufacturer narrative:
This report is submitted on july 17, 2020.

Event description:
Per the clinic, it was reported that the device was explanted on (B)(6) 2020, due to the patient developing a cholesteatoma within the middle ear. The implant electrode array was left insitu in order to preserve the cochlea for future reimplantation.